Event description:
It was reported that the patient experienced presynope and presented in the emergency room. Upon interrogation, the pulse generator exhibited backup vvi operation and there was no pacing support observed. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.